Event description:
The clip applier clamped down on an artery and the surgical tech and surgeons were initially unable to release the jaw of the clip applier. Following this, the clip applier was able to be removed from the artery without harm to the pt. Ethicon ligamax 5mm clip applier. Ref el5ml.